Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the erbe generator had repeated c-34 errors when the monopolar energy was activated. Prior to contacting tse, the customer replaced the cautery cable two times and replaced the instrument. The tse checked logs and confirmed the c-34 pointing to erbe. The tse confirmed erbe was connected to a dedicated well-grounded power outlet and error returned immediately after erbe restart. It is unknown if the customer continued the procedure using the same generator, a third-party generator or converted to another system. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed and during power-on test, the error (c-34) was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.